Event description:
Customer reported experiencing intermittent occlusion alarms. The customer experienced and elevated blood glucose level that displayed as "high", a specific value was not provided during a single event. To address the issue, the customer attempted correction boluses via the pump. The customer resumed insulin and continued to use the pump during all events.